Event description:
It was reported that the left ventricle (lv) lead pacing output was programmed to 0.1 v at 0.1 ms due to a dislodgement anomaly. Technical services (ts) discussed that the pacing was still almost 100 % in lv pacing due to the pacing chamber was programmed to biv. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).